Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2024, the patient was implanted with an rns system. On (B)(6) 2024, the patient was admitted to the hospital for multiple seizures. He was diagnosed with mrsa systemic bacteremia. On (B)(6) 2025, the patient was discharged after starting antibiotic treatment. On (B)(6) 2025, the patient returned to the hospital, and it was observed at this time that he had discharge from the rns neurostimulator incision site. On (B)(6) 2025, the doctor performed an explant of the rns system (neurostimulator and two depth leads). Treatment included IV ceftazidime and daptomycin which the patient remained on post implant.